Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle is causing the rubber stopper on medication vials to core. As a sample was not returned, a thorough sample evaluation by our quality team could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an opened packaging blister and a syringe with a dark colored particle in the solution. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4178025. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180. Batch # 4178025. Verbatim: rcc received a complaint via email. Quality issue ¿ product performance (coring). Hospital sites have raised a concern regarding the bd blunt fill needles (ref: (B)(4)). The clinical team observed that the needle is causing the rubber stopper on medication vials to core, resulting in pieces of rubber being transferred into the syringe. This poses a potential patient safety risk. The issue was noted with a specific lot no. 4178014. Please note that (B)(6) is currently experiencing this issue with additional lots - lot ending in 8025. No patient harm.